Event description:
It was reported that the procedure was to treat the mid and distal left anterior descending artery (lad) with mild tortuosity and heavy calcification. Rotablator was performed on the mid lad due to heavy calcification and a non-abbott stent was deployed. After pre-dilatation, the 2.25 x 18 mm mini vision stent was advanced to the distal lad without resistance. However, there was difficulty to apply pressure with the stent delivery system (sds) balloon. When the pressure reached 6 atmospheres (atm), the physician suspected a pinhole rupture in the sds balloon and the sds was withdrawn from the patient anatomy without resistance. The stent implant was half expanded in the distal lad and a non-abbott balloon was used to completely deploy the stent. There was no clinically significant delay in procedure and no adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported inflation difficulty and suspected pinhole could not be confirmed on the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: rota wire, joker, sion blue. Route.guide cath: fine cross.stent: resolute integrity.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.